Manufacturer narrative:
The above combination of devices consitute an off label application in the united states.

Event description:
Please disregard this MDR. This report was submitted erroneously, as it has been identified that this same event was previously reported under MDR 3005477969-2012-00348.

Event description:
It was reported that revision surgery was performed. Pain, weakness of legs and hips, tissue damage and necrosis, exposure to metal debris, elevated cobalt and chromium levels and fluid accumulations around the hip reported.

Manufacturer narrative:
Please disregard this MDR. This report was submitted erroneously, as it has been identified that this same event was previously reported under MDR 3005477969-2012-00348.